Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose level. The customer¿s blood glucose was 550 mg/dl and also had diabetic ketoacidosis. The customer¿s blood glucose value from reported event was 169 mg/dl sensor glucose value from reported event 69 mg/dl at the time of the event. The customer was advised to call us when sensor issue. The sensor will not be returned for analysis.

Manufacturer narrative:
Inspected one random opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 bts solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.